Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose (bg) level of 32 mg/dl. Cause of bg was due to the customer¿s body reaction to a correction bolus. Reportedly, customer has immune diseases that create difficulties managing diabetes. Customer was consulting a healthcare provider to discuss diabetes management.